Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide information received through follow-up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon ¿procedure was prolonged¿ occurred due actions were taken in order to improve the device malfunction. The root cause could not be specified. Additionally, it is likely the phenomenon ¿dark image¿ occurred due to the main lamp, ignitor, or connection failure of the light source cable. However, the root cause of the failure could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirms there was no error messages, and the white balance was successfully completed on all scopes. The device was inspected prior to use and the procedure was endoscopy. The patient was not under general anesthesia, sedation, intubated or on a ventilator during the procedure delay. The procedure was prolonged due to the fact of needing to go slower to make sure nothing was missed and having to switch back forth from the regular light to translumenat. The patient was not under general anesthesia, sedation, intubated or on a ventilator during the procedure delay. The procedures were both therapeutic and diagnostic. It is unknown at this time if there were any problems with diagnostic or therapeutic outcome. No other devices were connected to the subject device when the failure occurred. No adverse health effect to the patient attributed to the delay and no medical intervention was required because of the reported problem. No harm to the patient. Additionally, the customer reports that they received loaner scopes and were having the same issues, so they called in the light source for repair and are not sure that the issue is related to the scopes.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had a dark image at times. The procedure was completed with an unspecified delay using a different tower. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed; the additional evaluation findings are as follows: there was a worn out socket slider switch causes intermittent use of high intensity mode. This report is linked to the following patient identifiers and medwatches: (B)(6). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.